Event description:
It has been reported to philips that the device gave remote alerts indicating that motorized movements were unavailable during beam longitudinal frontal movement and that the stand was not found. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system gave remote alert indicating that the motorized movement were unavailable, and the configured frontal stand not found. During troubleshooting, the rse found can (controlled area network) error (24v) in the log file. The philips field service engineer (fse) inspected the system onsite and replaced the luc (local unit controller) extension board, clea extension board and hybrid-extension box proactively. Upon further troubleshooting, the fse configured the geometry, downloaded board software and carried out c-arm positions and current calibration. The defective clea extension board and hybrid-extension box were returned for further analysis. The part analysis confirmed the failure of the clea extension board and identified an electrical defect and damage on electrical board and it¿s not fully functioning. The cause of the hybrid-extension box failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the hybrid-extension box, luc extension board and clea extension board with necessary repair by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.